Event description:
It was reported that during the procedure to change out the pulse generator, a capture measurement on the device could not be ascertained. The device change out was completed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.